Event description:
The patient was implanted with two percutaneous leads from the same lot. It was reported, the patient had ineffective stimulation coverage in his left lower extremity. The patient stated initially his coverage was bilateral but changed to only covering his right lower extremity. Surgical intervention was undertaken to address this issue and the patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.